Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Orbital atherectomy treatments were administered to the ostial left anterior descending (lad) artery for four treatment passes on low speed. The diamondback coronary orbital atherectomy device (oad) was difficult to remove, and upon removal a perforation was observed in the mid lad. The patient's blood pressure decreased, and a code was called. Cardiopulmonary resuscitation was administered, and an impella device was placed. Attempts to access the lad again were unsuccessful. The patient's pulse was restored, and the patient was transferred to surgery. A coronary artery bypass graft was performed, and the patient was placed on cardiopulmonary bypass. However, the patient expired upon removal from bypass. Per the opinion of the physician, the cause of the patient's death was a combination of the perforation and the patient's inability to tolerate removal from bypass.

Manufacturer narrative:
Correction to initial MDR: the b4 section for date of this report was entered in as 03/26/2021, however it should have been entered in as the date submitted, 03/25/2021. This was discovered the day after on 03/26/2021. (B)(4)